Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with itching, redness, inflammation/swelling and localized fluid collection consistent with an abscess, warmth at the needle puncture site, which occurred 2 days after the sensor had been inserted in the arm. The affected area expanded beyond the sensor footprint to an estimated size of a silver dollar or larger. As the symptoms progressed, the patient sought medical evaluation at the va emergency department (ed) on (B)(6) 2026. Diagnostic assessment was performed, including imaging. Intravenous antibiotics were administered, and the patient was subsequently discharged with a prescription for unspecified oral antibiotics. Due to persistent symptoms, the patient returned to the emergency department (ed) on (B)(6) 2026. During the follow up visit, an ultrasound identified a localized fluid collection consistent with an abscess. The affected area was subsequently lanced and drained. The site was left open and bandaged for continued drainage. There was no report that an anesthesia was used and how the incision was closed. No ongoing hospitalization was reported. At the time of reporting, the patient indicated improvement; however, the area remained mildly swollen, red, and warm. No other details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.